Event description:
It was reported that the patient presented in the operation room for implant procedure. It was noted that the newly implanted implantable cardiac monitor (icm) failed to sense during the procedure. The icm was not installed and the procedure was completed using an alternate icm on (B)(6) 2023. There were no patient consequences.